Event description:
Boston scientific received information that this pacemaker detected varying impedances on both the right atrial (ra) lead and right ventricular (rv) lead with some measurements being out of range. Associated with this clinical observation was evidence of oversensed noise, loss of capture (loc) and pacing inhibition. An x-ray noted that both leads had a 90 degree bend in them thus lead fractures were suspected but not yet confirmed. No adverse patient effects were reported. The device was reprogrammed and remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.